Event description:
Rep called and was doing the check out procedure for this unit and it would not alarm if when supposed to, determined that he had reset alarm and explained why it was not alarming, he understood.

Manufacturer narrative:
The viasys tech support rep. In consultant with the customer over the telephone determiend that the root cause of the reported event was that the alarms had been reset by the customer. The viasys tech support rep. Explained to the customer the proper functioning of the unit's alarms and why they were not alarming. No component and symptom trend has been identified and this event is considered to be an isolated incident. There are no corrective and/or preventative measures at present.